Event description:
It was reported there was damage to the lens of an intracavity c10-3v transducer, resulting in exposed metal. The transducer was associated with the epiq 7 ultrasound system at the customer¿s site. The failure was discovered outside of clinical use and no patient or user was harmed as a result of the issue. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
The damaged transducer was replaced to resolve the customer¿s immediate concerns. The returned transducer was investigated by engineering to determine the cause of the reported problem. The investigation determined the damage to the lens face is a result of accidental user damage. No similar issues have been reported from the customer since the transducer was replaced.

Manufacturer narrative:
The UDI information was inadvertently entered incorrectly in the initial report. Therefore, the correct UDI has been updated in this correction report. There is no change to investigation details and outcome.